Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an initial implant procedure, high threshold was observed on the lead. Different positions were tried but the threshold was still high. Lead was not used. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.